Manufacturer narrative:
The device remains implanted in the patient¿s eye; therefore, product testing on the actual device could not be performed. The device identifier was not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis is identified in the us device labeling as a known inherent risk of glaucoma stent surgery/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with prior glaucoma surgery of any type including argon laser trabeculoplasty or in patients with medicated intraocular pressure greater than 24 mm hg which were not studied in the pivotal trial. The us instructions for use (IFU) indicate that the surgeon should monitor the patient postoperatively for proper maintenance of intraocular pressure. If intraocular pressure is not adequately maintained after surgery, the surgeon should consider an appropriate medication regimen to reduce intraocular pressure. The IFU states that the safety and effectiveness of the istent® trabecular micro-bypass stent has not been established as an alternative to the primary treatment of glaucoma with medications. Any omitted information was not provided at the time of this report. (B)(4).

Event description:
It was reported through a post market survey that a patient presented with peripheral anterior synechia (pas) formation and uveitis deterioration approximately 2 months following cataract and trabecular micro-bypass stent surgery. Approximately 2.5 months postop ((B)(6) 2018), the patient presented with both iop and number of medications greater than or equal to preoperative. At this time, the patient¿s iop was 1 mm hg higher as compared to the pre-operative mean iop. Topical steroids were prescribed for the pas and uveitis, and selective laser trabeculoplasty (slt) was performed for the iop.

Manufacturer narrative:
MFR# reference: 18262. Please reference report# 2032546-2018-00087 for the patient's right eye (os).

Event description:
The following additional information was received. Reportedly, the stents required removal following bilateral stent implantations. Additional information was not available. This supplemental report references the patient's left eye.